Manufacturer narrative:
Date of event: unknown. Investigation summary: photo received for investigation, it was possible to confirm the deviation by analyzing the photo sent by the customer (barrel cracked). Possible root cause, the process was evaluated and according to the investigation carried out, a possible cause of the defect may have been a jam caused on the siliconization step of the syringe. Furthermore, it was performed the DHR, quality notifications and maintenance records were verified and potential records related to failure were not found. The current controls to detect the incident are carried out through visual inspection every 01 hour in 1 cycle in the packaging process. The reported incident will be monitored for trend assessment.

Event description:
It was reported that the syringe 5ml ll w/snd curitiba barrel was cracked. The following information was provided by the initial reporter, translated from portuguese to english: "syringe with presence of crack in your body."